Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the I&d with poly exchange due to infection on an approx 20 year old knee replacement. The patient was brought to the ER and was found to be septic. Metallosis was found throughout the joint. It was apparent that at some point in the past that the poly came dissociated from the metal back patella and the patel of the patella was articulating against the femoral component. The metal patella was undermined by metallosis and was easily removed (and not replaced). The muscles around the joint were compromised from the metallosis. A 20mm poly was used. The collateral ligaments were lax/compromised. Doi: approximately 20 years old, dor: (B)(6) 2018 left knee.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.